Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error. Customer¿s blood glucose was 210 mg/dl. Customer reported that they received a critical pump error image on the pump screen. The insulin pump will not be returned for analysis.